Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a dreamstation auto CPAP device malfunctioned. The root of the power cord which was on the outlet side and connected to the section between the ac adapter and the outlet, tore and was exposed. The customer was not injured. The salesperson visited the patient and confirmed the sheath of the root, which was connected to an adapter, peeled off. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.